Event description:
The pt reported higher blood glucose readings and out of normal solution test results with lot 16159a. On approx 11/18/96, the pt opened the first bottle of test strips from the co's box. Throughout the time period of 11/18/96 through 11/30/96 the pt performed 3 to 4 side by side blood glucose comparisons with co's test strips and test strips lot 610792a, code 10 exp 10/98. Although he does not remember specific test results, the pt stated that, on each comparison, he obtained readings with co's test strip that were 80-100 mg/dl higher than the reading obtained with the other test strips at the same time. The control solution was opened on 11/9/96. The pt shook it before he applied the sample to the test pad. The pt could not verify that his meter was set to the appropriate code when he performed the comparisons mentioned above. The desiccant is in the first co's bottle from the box. The pt has not opened the second bottle from the same box of test strip. The other test strips were opened 11/7/96. With the rep, the pt performed a side by side blood glucose comparison using co's test strip and other test strips. He obtained results of 480 and 352 mg/dl respectively. Also with the rep, the pt performed a normal control solution test with both brands of test strips. With the pt obtained two back to normal control solution test results of 215 and 161 mg/dl versus a normal control solution range of 105-157 mg/dl. With co's test strip the pt obtained a normal control solution test result of 114 mg/dl versus a normal control solution range of 89-125. The pt's meter was set to the appropriate code numbers when he performed the comparison and the normal control solution tests. The pt stated that he performed a check strip test this morning and obtained a check strip test range of 72-96. The pt stores the test strips in his bedroom. He does not expose the test strips to extreme heat, cold, or moisture. He does not keep the lid separate from the test strip bottle for a prolonged period of time.